Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The display was tested successfully. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: (B)(4) 2013: e2 was found in the history list and was confirmed by the customer. The customer changed the battery and set the pump into the run mode. Consumables: n/a. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported her infusion device is "dead". Patient stated the error message e2 (battery empty) is missing. Patient reported she changed the battery but the infusion device still did not work. Patient stated the display is blank and the infusion device gave only a beep. Patient reported there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.